Manufacturer narrative:
(B)(4). The device history review for the product horizon ti med 6/cart 180/box, lot #73m1400218 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time the manufacturer will continue to monitor and trend related events.

Event description:
A femoral popliteal bypass graft was performed. The patient had to be brought back into the surgical theatre due to bleeding. When the wound was opened 5 of the clips were lying loose in the wound. The physician stated that it is not clear if the clips were the cause of the bleeding. The patient's condition was reported as unknown.